Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patients implantable cardiac defibrillator triggered a device reset alert during a software upgrade. No intervention was performed. The patient was stable throughout the event.